Manufacturer narrative:
It is unknown if emergent care/treatment was necessary. Therefore, this is being considered as a serious injury. At this time, there is indication of user error since the crnas were instructed that they were using the wrong extension. As a result, we are considering this to be reportable at this time. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during deployment for use of the m4680a capnoline h02 adult, the patient moved from their side to a posterior position and was found have two eye abrasions. This reported incident involved 2 patients with the same outcome. Refer to report 1218950-2016-04345&#2054;or one patient and report 1218950-2016-04344&#2054; for the second patient

Manufacturer narrative:
A request for material was provided to the customer, but no material has been returned for elevation. Despite this, it was reported that the device was used incorrectly. The cause of the patient¿s injury was due to user error since the crnas were using the wrong extension. No replacement product was ordered or sent to the customer site.